Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the pulling was not the primary reason for surgical intervention. The primary reason was for the shocking the patient had been experiencing. The shocking was resolved. The rep reported they became aware of the event on (B)(6) 2018.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-mar-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported the patient was having the same issue after the revision. The ins was getting pulled when they turned their neck and the stimulator would go up and down. At times, they get throbbing pain underneath it, however, there was no sign of infection or fever. The patient can feel a pull from behind the ear and the ins moves anywhere from 1/2 or 3/4 of an inch. The doctor doesn't know what to do about it because the cause is that the extension loop under the ins was getting scarred into place, so it is not able to flex and move. The doctor went on to say there was no point in trying to put another ins in because it will do the same thing. The patient clarified the throbbing pain was caused by the extension getting pulled and tearing the tissue around it. The patient stated the doctor told them the only other solution was to have the device taken out, which the patient was unwilling to do because it has worked so well for them. No further complications were reported as a result of this event.